Event description:
It was reported that the customer's insulin had not alarmed no delivery or other errors. Explained the caller that the customer should change the infusion set and use the manual injection since the customer uses only the belly as an insertion place. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.